Event description:
A caller reported a malfunction on their pump but confirmed no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with completing the reset. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to report any future malfunctions.